Manufacturer narrative:
Date of event: exact date unknown, event occurred for the last two years.

Event description:
It was reported that the patients stomach was swelling due to the stimulation. The patient went to the emergency room for treatment twice.